Manufacturer narrative:
Evaluation summary: the incident sample was requested but the customer has indicated that the device was disposed of by the facility. Further information has been requested regarding the issue, and if additional information is received a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a pediatric patient experienced a delayed bleed following a tonsillectomy procedure in which the open sealer device was utilized. The incident device was discarded by the facility. Additional information has been requested but no further details have been provided.